Event description:
The customer alleged that the audio alarm did not function. The nellcor puritan-bennett customer support engineer inspected the device but could not duplicate the reported condition. As a precautionary measure,he replaced the audio alarm assembly. The unit passed extended self testing. It is not verified that the alarm failed to activate and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.